Event description:
Patient developed pain and discoloration in left arm after 7th treatment. Admitted to hospital next morning, angiogram revealed left subclavian artery thrombus. Treated with ntg and heparin.